Event description:
At the end of an paroxysmal atrial fibrillation pulmonary vein isolation procedure, when the sheath was removed from the patient, there was a string-like material protruding from the sheath. Upon follow-up visit a hematoma was noted on the left groin. A cooling agent and analgesic were used to treat the hematoma.

Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. Two photos were also received. No string-like material was noted on the returned device however; two photos were returned and appeared to contain a long opaque piece of material exiting the sheath distal tip. Further investigation determined the material was a portion of the jacket liner from the interior of the sheath. Dissection of the sheath revealed that the jacket liner had been torn and delaminated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the jacket liner could not be conclusively determined.